Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). This report is on (2) unknown cortex screws, part and lot numbers unknown.. Without a part number, the 510k number cannot be provided. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported there was a hardware removal of a 2 hole dynamic condylar screw (dhs) plate and dhs compression screw. The original implantation procedure was for a fractured hip on (B)(6) 2013. On (B)(6) 2013 the patient experienced pain and was x-rayed and it was discovered that the lag screw cut out interior superior aspect of the femoral head. The surgeon reported that the surgeon stated that this may have been due to the lag screws not being long enough. The surgeon removed the dhs 2 hole plate, dhs compression screw and two 4.5mm cortex screws on (B)(6) 2013. The surgeon implanted a long trochanteric fixation nail (tfn). The revision procedure was successfully completed with no patient injury. There were no complications and no delays in completing the procedure. This complaint is on (2) unknown cortex screws. This is 3 of 3 reports for complaint (B)(4).